Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq2575 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small hole at the junction between the catheter and the extension tubing at the outside of the catheter, which led to extravasation of the drug solution during the infusion of doxorubicin.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of 4fr s/l groshong catheter. The segment was approximately 3mm in length. The returned segment included a longitudinally aligned printed stripe, indicating it originated between the 39cm and 59cm depth markings; however, its precise region of origin could not be identified. Microscopic inspection of the sample revealed both ends to exhibit regular striations and glossy fracture surfaces, consistent with sharp instrument cuts. One end also exhibited a hemi-circular hole which extended into the cut region. The exhibited a dull and granular fracture surface. The partial hole observed at one of the returned fragment did not appear to have been caused by the same cutting event(s) used to remove the returned segment of catheter. It was likely part of the initially alleged hole in the catheter. The characteristics of the partial hole suggested that something cored or gouged material from the catheter wall; however, the incomplete nature of the damaged region and the inability to identify where on the catheter the sample originated prevented determination of the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Based on the event description, possible contributing factors include damage caused by contact between the catheter and the metal cannula of the connector, and traumatic instrument contact during catheter/connector assembly. A lot history review (lhr) of rebq2575 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small hole at the junction between the catheter and the extension tubing at the outside of the catheter, which led to extravasation of the drug solution during the infusion of doxorubicin.